Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. The patient had developed a hernia following the initial device implant. The patient hernia caused the reservoir to herniate or migrate causing the pump not to work. A new inflatable penile prosthesis was implanted and the patient's hernia was repaired. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate. The patient had developed a hernia following the initial device implant. The patient hernia caused the reservoir to herniate or migrate causing the pump to not work. A new inflatable penile prosthesis was implanted and the patient hernia was repaired. No further patient complications were reported.